Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the patient's artery. In accordance with the instructions for use, the access ports were used to remove the device from the patient's anatomy. Hemostasis achieved with the clip. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was clip deployed and that the access port function had been activated to facilitate device removal. A displaced safety release and bent locator wings were detected. Bent locator wings are consistent with stuck device events. A possible cause for the wings damaged condition may have been the compaction of tissue between the deployed locator wings and the distal end of the clip delivery tube as the delivery tube is deployed through the tissue tract, bending the wings distally away from the operator. This condition in addition to the reported possible calcified arterial tissue can result in the inability of the locator wings to retract properly into the clip delivery tube after clip deployment, requiring the use of the access port function and/or counter-traction and forceful removal from the patient, which may result in bent locator wings. The displaced safety release indicated it had been pushed down displacing it into the handle after clip deployment. The safety release is only operative prior to clip deployment and is not functional after clip deployment. Based on the investigation findings, the root cause for this reported event is related to the operational context which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.